Event description:
It was reported that the device was used during an unknown procedure. It was reported the clips would not close. Another device was opened and used to complete the case. There was no consequence to the pt.